Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had an appointment with her hcp on (B)(6)2018 and they were still in planning on having the device remove.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's first ins was implanted in the wrong spot. The patient stated that their healthcare professional (hcp) was experimenting and they were the guinea pig for the device. The patient said the hcp implanted the ins in the wrong spot next to their tailbone. The patient stated that when they sat down they were uncomfortable and the ins caused them pain. The patient also reported that they never had any relief of pain from the ins. The patient said the hcp then implanted another ins and moved it to a different spot. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.